Event description:
It was reported that the pt was to undergo surgery to replace a depleted generator. It was then reported that when the surgeon hooked up the new generator during surgery, they received high impedance. The high impedance was not found prior to surgery as the battery was depleted and could not be communicated with. The surgeon explored the neck area and found two lead fractures in that area. The surgeon then proceeded with doing a complete revision. It is unk if any trauma to the area occurred prior to the surgery. Explanted product has been returned to manufacturer, but analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.